Manufacturer narrative:
Additional information was added. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension sets with one-link needle-free lv connector was unable to connect. There was no patient involvement. No additional information is available.